Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ the product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the infusion set tubing disconnected from the luer lock connection. The customer's blood glucose level was 212 mg/dl. The customer was able to reconnect the tubing to the luer lock connection. Reportedly, the customer indicated that the cartridge and the tubing would be changed.